Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter address line 1: (B)(6).

Event description:
It was reported that there was an s3 alarm during set up. Regulatory reference report MDR # 3003306248-2024-00039

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an s3: system fault alarm was confirmed via the log file and via the centrimag motor¿s functional testing. The log file that was extracted from the returned console (evaluated separately) captured s3 alarms correlating to a motor-related sub-fault on (B)(6)2023 while the system was not in patient use. The alarm intermittently re-activated and resolved upon power cycling the system. The returned centrimag motor (serial number (B)(6)) was functionally testing, and s3 alarms were reproduced upon manipulating the motor¿s cable near its connector. The motor was able to operate the mock loop as intended despite the alarm. The motor¿s lemo connector was opened, and its white signal wire was found to have not been soldered to the connector properly, resulting in an open line which caused the alarm to occur. The root cause of the reported event was determined to have been an improper solder connection of the white signal wire within the lemo connector assembly. This issue was previously identified and has been addressed via a manufacturing analysis task, and a supplier corrective action request (scar) was initiated to inform the supplier. Centrimag motor (B)(6) was manufactured prior to the scar being initiated. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 11.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 alarms, as well as appropriate operator response to these events. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.